Event description:
It was reported that the IV set was not infusing as quickly as it was supposed to. Per reporter, this issue occurred during use with a hypovolemic shock patient who had arrested and caused a delay in therapy. No symptoms were reported.

Manufacturer narrative:
The device history record of reported lot 6077396 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.